Event description:
The report indicated that the guidewire tip stuck to the stent wall. The pt was taken emergently for bypass surgery in order to retrieve the guidewire. The operation was successfully completed and the guidewire and stent were retrieved. The pt recovered and is in stable condition at the time of report.